Manufacturer narrative:
One device was received for evaluation. The device had a torn downstream occlusion (dso) seal. Service history review identified no previous repairs in the last 12 months. Visual checks and functional tests were performed, and the reported issue could not be confirmed. The device passed all functional tests.

Event description:
It was reported that the program delivered bolus dose too early. There was no reported patient involvement.